Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the keypad was found to be intact and all the keys were responding properly. Unrelated to the original complaint, the pump was retuned with moisture behind the display lens. The back was found to be cracked. A leak test failed due to a damaged pump case. The keypad cover was removed and there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was internal moisture found on the keypad flex connector and internal components.